Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field technician adjusted the casters to repair the bed.

Event description:
Alleged the bed would "pop" from the brake position when pressure was applied to the bed.